Event description:
It was reported that the patient was implanted on (B)(6). At the implant, the patient was given the wrong anesthetic. They were given the anesthetic that put the patient completely out. They had to wait for the patient to come out of that and then give the patient the right anesthetic. After the implant, the patient had extreme pain in their ankle and the inside of their leg and it got really swollen. The patient kept using ice packs on their ankle. The patient also got a migraine and had a lot of vomiting and had to stay overnight. The patient also had a pain in their groin and behind their knee where they had never had pain before. The patient was given a cream for nerve pain by their doctor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97792, lot# n461207, implanted: (B)(6) 2014, product type: accessory. (B)(4).